Manufacturer narrative:
A lumenis service engineer visited the site eight (8) days after the reported event and identified the fault to be with attenuator not working, he replaced the solenoids and attenuator board and the system was restored to operation. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: 01-dec-2019 and installed at the customer's facility on 21-jan-2020. A review of historical product complaints shows that the same malfunction of attenuator failure has not led to serious injury in the past two years. By design, the shutter position sensors are checked in standby and ready before the foots-witch is depressed. If both sensors are blocked or unblocked, the error will appear and the laser will disable lasing until the error is corrected. A review of system risk files (1124690 rev af) revealed risk #2.4.2; system failure which have the potential to lead to ineffective treatment which may require prolonged procedure -or- re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction; further investigation is on going and if there will be a significant change, then lumenis will file a follow-up MDR. According to lumenis technical professional the attenuator failure is a known issue . No need to return the attenuator for further analysis. Unrelated to this event; as part of lumenis commitment to continuous improvement, an improved rotary solenoid is being released through (B)(4) (awaiting cr approval). Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, the display presented errors 157, 58, and 156, and the laser could no longer be used. The remainder of the procedure was completed by use of an alternate lumenis pulse 120h holmium laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.